Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer adjusted the rinse station and probes. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 results from the cobas c 503 analytical unit. The initial result was 8.08 g/l. The repeat result from another roche analyzer was 49.6 g/l. The repeat result was believed to be correct.

Manufacturer narrative:
Medwatch field d1-d4, g1, and g4 were updated. The investigation determined that the service actions resolved the issue.